Manufacturer narrative:
Intuitive surgical inc. Will not be receiving the permanent cautery instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci assisted total benign hysterectomy procedure, it was alledged that a fragment from the permanent cautery spatula instrument broke off and fell into the patient. The fragment was reported to have been retrieved during the same da vinci surgical procedure. However, the cause of the breakage is unknown. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, a piece of the permanent cautery spatula instrument broke off and fell inside the patient. The fragment was retrieved laparoscopically using another instrument and no patient harm, adverse outcome or injury was reported.